Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair: iliac distal vessel seal zone length of at least 10 mm.

Event description:
On (B)(6) 2020, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, the left internal iliac artery was coiled as planned and a contralateral leg component was landed at the left external iliac artery. The final angiography imaging revealed a type ii endoleak but the physician elected to monitor the endoleak, and the procedure was completed. The patient tolerated the procedure. On (B)(6) 2020, a follow up imaging revealed a distal type I endoleak at the left side. On (B)(6) 2020, a re-intervention took place and an additional stent graft was implanted. The distal type I endoleak was resolved. The patient tolerated the procedure. The physician reported that upon reviewing the final angiography imaging of the initial procedure, it was confirmed there was a distal type I endoleak, but he did not noticed at that time. It was also reported that the landing length was short, approximately 10mm.